Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-nov-2025. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k243207. Investigation summary: bd received 1 photo and 3 samples for investigation. The customer-provided photo shows a device with the hub separated from the collar. Functional testing conducted on 3 customer returned devices, was successful and did not indicate the failure mode. 20 retained samples successfully underwent visual inspected for hub/collar separation and functional testing, and no indicate failure was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation based on photo analysis. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.